Event description:
Customer reported low blood glucose symptoms with result of 59 mg/dl obtained on the aviva system. Customer self treated with 10 gum drops. Approximately 20 minutes later customer reportedly received results of 121 mg/dl and 68 mg/dl within 10 minutes on the aviva system. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reported low blood glucose symptoms with result of 59 mg/dl obtained on the aviva system. Customer self treated with 10 gum drops. Approximately 20 minutes later customer reportedly received results of 121 mg/dl and 68 mg/dl within 10 minutes on the aviva system. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.